Event description:
Boston scientific received information that the patient implanted with this pacemaker had experienced syncopal episodes and the root cause was unknown. The device was electively upgraded during a lead revision of the non boston scientific right ventricular (rv) lead for low sensing. There were no additional patient effects reported.

Event description:
The device was returned for reliability analysis.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. The device was then exposed to simulated heart load conditions, and the pacing and sensing functions were tested. The device operated appropriately, according to its performance specifications, with no interruptions in therapy output or programmer communication at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed.

Manufacturer narrative:
This investigation will be updated should further information be provided or if the device is returned for analysis.